Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented to clinic after receiving a patient notifier for non sustained lead noise. Review of egms revealed intermittent ventricular undersensing followed by functional loss of ventricular capture. Programming changes were recommended. No further information is available at this time.